Event description:
Two patients burned after they noted a spot on the lens tip and denied medical intervention. Lumunis recommended depot service to evaluate the lightsheer ec. Customer declined service due to cost.